Manufacturer narrative:
Additional information: premature deployment occurred within the patient. No vessel damage was reported due to the pre-deployment. No medical intervention was required. Procedure successfully completed with another stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the entrust sds was received with the blue isolation sheath/strain relief not in contact with the printed strain relief while still within the returned labeled pouch. No portion of the stent was exposed beyond the distal end of the outer sheath. Examination of the red safety tap cavity within the sds deployment handle exhibited no damage to the inner guidewire lumen and that the pull cable was present. Examination of the catheter revealed that the pull cable had tinselly separated, but the distal segment of the pull cable remained bonded to the outer sheath. The proximal end of the stent was located by back lighting the distal end of the outer sheath. The proximal end of the stent was not in contact with the distal end of the inner guidewire lumen/pusher. The proximal end of the stent was located approximately 62mm from the distal end of the outer sheath. This measurement is consistent with a 60mm length stent. The distal end of the inner guidewire lumen was located by back lighting the distal end of the outer sheath. The distal end of the inner guidewire lumen was approximately 22.5cm from the distal end of the outer sheath; indicating that the outer sheath has been moved distally over the inner guidewire lumen. The exposed inner guidewire lumen was received kinked at the distal tip of the sds handle¿s printed strain relief. The printed strain relief was cut and slid distally over the inner guidewire lumen. The distal end of the proximal segment of the tinselly separated pull cable was observed protruding from the distal tip of the deployment handle. The handle was split open along its seam to allow further examination. The pull cable appeared to be properly routed and remained bonded to the thumb wheel, there were no unusual wear marks from the pull cable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use everflex en self expanding stent during procedure to treat the sfa. It was reported that premature deployment occurred. The stent was removed which failed to deploy. There was no patient injury reported.